Event description:
The report from the field indicated that during a pci procedure on a male pt, the hub of the device separated while advancing the stent through the guiding catheter to the lesion. Another cypher stent was used to successfully treat the lesion/patient. There was no reported pt injury. There was no additional patient or lesion information available.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional info will be submitted within 30 days upon receipt.